Event description:
It was reported that, "approximately three months post- surgery, the patient felt a popping and developed intense pain in her right knee. It was further reported that thereafter, at the advice of her surgeon, she underwent a total knee replacement, in 2006, in which the implant components were removed and the complete knee was replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.